Event description:
It was reported that customer experienced continuous glucose monitor error that prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received full pump reset instructions, completed reset with guidance, confirmed error did not reappear, and successfully started new sensor session; no additional issues were reported.